Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: (B)(6) 2010, inr: 7.5, lab: ng; inr: 7.4, lab: ng; inr: 6.6, lab: ng; inr: 6.7, lab: ng; date (B)(6) 2010, inr: ng, lab: >4.0. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 7.5, 7.4, 6.6; 6.7. Customer went to ER but no adverse results. Her coumadin was stopped.